Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg value not provided). Low bg was due to the pump basal rate was set too high. Customer was "ok" and contact declined to provide further information.